Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, while inserting an ace68 into a neuron max 6f 088 long sheath (neuron max), the physician felt something unusual and subsequently, the proximal end of the ace68 became kinked; therefore, it was removed. Upon removal, it was noticed that the distal end of the ace68 was flattened. The procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace68 was kinked approximately 1.0 cm from the hub. The device had ovalizations at approximately 50.5 cm, 118.0-123.0 cm, 128.0 cm and 132 cm from the hub. The distal tip of the ace68 was flattened. Conclusions: evaluation of the returned ace68 revealed kink on the proximal end. If the device is forcefully advanced against resistance, the device may become kinked. Further evaluation revealed additional ovalizations along the length of the catheter. This damage was not mentioned in the reported complaint; therefore, it may have been incidental to the reported complaint. These damages likely occurred post-procedure and may have occurred during packaging for return to penumba. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.